Event description:
From staff: after using rongeur, it was noticed that a screw was missing from the instrument. Search was done by staff, but not found. X-ray was done of surgical site and not found. Instrument removed from field and sent with repair tag to sterile processing department manufacturer response for ruskin rongeur, (brand not provided) (per site reporter) the device was mailed to the manufacturer for repair and has since been sent back.